Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found damage to the pin hole that prohibits the mating pin from passing through the mating tray trial. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the two anterior pin holes is burred and deformed prohibiting a fixation pin from passing through.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: event problem and evaluation codes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary ==> the complaint consists of (B)(4) hp mbt tray trial size 2.5, lot code j1211. The lot code indicates a manufacture date of december of 2011. Examination of the returned hp mbt tray trial sz 2.5 found one of the two anterior pin holes is burred and deformed. The pin hole damage prohibits a fixation pin from passing through (assemble) the pin hole. The overall condition of the device indicates moderate usage. A worldwide complaint database search found no additional reports against the complaint sample product code/lot code combination. The root cause of the pin hole damage is unknown. Based on the inability to identify the root cause, no corrective action is being pursued. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.